Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. It was noted that the sudden brady response had tripped a couple of times in the past with no symptoms, but currently the patient was pacing at the lower rate limit. No programming changes were made to the device and no additional adverse patient effects were reported. The investigation is complete at this time.